Event description:
Instrument loaner tray delivered to facility by company representative a day before scheduled surgical procedure. Following the facility procedure upon arrival of trays, the equipment contents were inspected for cleanliness. Dried blood was noted on the inside of the instruments. Dirty instruments photographed and then sent to soiled receiving for further cleaning. Tray rechecked upon return to instrument room and passed inspection.